Event description:
It was reported that the ilet user experienced post-breakfast blood glucose after their breakfast meal announcement was missed and not initially reflected in reports, after which coaching on proper meal announcement steps resulted in successful confirmation. Symptoms included hyperglycemia peaking at 297 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and available reports. Investigation of this case revealed no device problem, and a usage problem related to meal announcement procedure, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.